Event description:
Related manufacturer reference: 3005188751-2013-00130, 3005188751-2013-00132, 2030404-2013-00130, 2030404-2013-00131, 2030404-2013-00132. During a ventricular tachycardia ablation procedure, a pericardial effusion occurred. An inquiry quadripolar ep catheter was placed in the bundle of his and one in the right ventricle and an inquiry decapolar ep catheter was placed in the coronary sinus. Pvc mapping was performed using ensite navx and a transseptal puncture was performed to map pvcs in the left ventricular septum. Ablation was performed with a safire ablation catheter. Approximately 6 hours into the procedure, the patient became hypotensive. An ice catheter was used to reveal a pericardial effusion. Heparin was reversed and a pericardiocentesis was performed, which stabilized the patient. There were no performance issues with any sjm device.

Manufacturer narrative:
Method: the results of the investigations are inconclusive since the device was not returned for analysis. Our analysis was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known inherent risk during the use of this device in the heart.